Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #01.

Event description:
It was reported that the patient underwent generator and lead replacement surgery. Device diagnostics with the new vns system was within normal limits (dc dc code - 0). It was reported that the explanting facility does not returned explanted devices; therefore product analysis will not be performed.

Event description:
It was reported that device diagnostics resulted in high impedance and neos = yes. It was reported that no patient manipulation or trauma occurred that is believed to have contributed to the high impedance. The patient was referred for x-rays. X-rays were sent to manufacturer for review. The x-rays did not identify any obvious lead discontinuities. A portion of the lead behind the generator could not be assessed; therefore, a lead fracture in that area could not be ruled out. The presence of a micro-fracture could not be ruled out. It was reported that the patient will not be referred for surgery due to lack of insurance. It is unknown if the device was programmed off after the high impedance was observed. Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.